Event description:
It was reported that impedances read >4000 ohms on some of the bipolar pairs. It was also noted that the patient experienced a loss of therapeutic effect and a shocking or jolting sensation on the left side (same as ins). Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).